Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would result in an irritated/red infusion site. The pod was found to have completed sterility within specification.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported that she noticed an irritated/red infusion site after wearing the pod. She went to the dermatologist and was treated with lotion.